Manufacturer narrative:
Concomitant products: product ID: 3389-40, lot# 0214253463, implanted: (B)(6) 2018, product type: lead. Product ID: 924256, lot# 082227017a, implanted: (B)(6) 2018, product type: accessory. Other relevant device(s) are: product ID: 924256, serial/lot #: (B)(4), ubd: 27-sep-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for unknown indications for use. The burr hole cover shutter did not close well, and the lead moved from its place. The physician corrected the lead location, and the issue was resolved at the time of this report. There were no external factors contributing to the event. No patient harm was reported. Additional information noted the burr hole cover did shut, but didn't hold the lead in place. No additional information of the cause was available. Refer to manufacturer report #3007566237-2018-02310 for details pertaining to the reportable related event.